Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer went into intensive care unit due to high blood glucose of 571 mg/dl. Customer stated that they had positive ketone test. Customer was using insulin pump within 48 hours of high blood glucose event. Customer was treated with intravenous insulin and customer had 477 mg/dl after customer went back to home. Insulin pump will be returned for analysis.